Event description:
It was reported that the customer experienced a blood glucose (bg) level of 299-high mg/dl. Reportedly, customer started a bolus request but did not complete the request. Customer addressed bg level via correction bolus via pump. Tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.